Manufacturer narrative:
(B)(4) refers to forward firing of the side firing surgical fiber; a code request has been submitted.

Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber cap remains attached and exhibits a drilled through condition; there is some white unknown substance noted inside the fiber cap; the bevel section is melted; the glass cap exhibits severe devitrification; the glass cap distal end is completely charred; the glass cap exhibits moderate detritus adhesion. Based on the device analysis, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that @ 81,347 joules of use, the aim beam was noted to fire straight out of the fiber. The fiber was exchanged and a second fiber was used for 54,698 joules of use and then the aim beam was noted to fire straight out of the fiber. The "physician noted that prostate stones were causing the fibers to break". A third fiber was opened and used for 97,786 joules of use to complete the case. Total of 233,831 joules of use and a laser time of 39:21 for this case. The case was completed with ¿no injury to patient¿ reported. This report is for the second fiber used.